Event description:
The pt's device may be nearing end of service, it was discovered that device diagnostic testing resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had experienced trouble with their generator for some time and that they were also experiencing swallowing problems. The nature of the reported generator problems and the severity of the swallowing problems are not known at this time. It is not known whether the pt has suffered any injury or trauma that may have damaged the ncp system. X-ray results are pending. Lead break is suspected.